Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw volume with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of low draw volume was not observed as all specifications were met. Bd was not able to determine a definitive root cause for why the tubes in the photos were underfilled. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® lh pst¿ ii plus blood collection tubes underfilled and had the stopper pop out of the tube. The following information was provided by the initial reporter: "during site visit at renmark collection centre, phlebotomist has raised that during the day, they had 4 pst tubes that was underfilling. Blood collection was used using a flashback needle and needle holder. Phlebotomist said that the reported tubes "pops out of the holder only after few mls of blood has gone into the tube". Phlebotomist mentioned that they had to discard the said tube and use another tube to collect and fill with blood."